Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer changed the battery, but the anomaly still persists. Customer stated that the buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. Pump will be returned and replaced. No additional information provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).